Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that bulb 1 and 2 were not working. Additional information has been requested.

Manufacturer narrative:
The customer provided clarification that they were referring to tabletop illuminator ports 1 and 2, which were not illuminating. The system was examined and the reported ¿illuminators not illuminating¿ was not replicated. When tested, the lights were visible. However, upon further examination, it was determined that the contacts to the bulb were corroded. When the company representative tried to remove the bulb from the system, the bulb broke and was subsequently removed, as a result. The contact corrosion was removed and the part was replaced at this time. How or when the contacts on the lamp became corroded cannot be determined. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 16, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively, as the cause of the corrosion cannot be determined. (B)(4).